Manufacturer narrative:
Concomitant medical products: 5076-45 lead; 6935m55 lead; ddbb1d4 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and had a fracture. The rv lead was explanted and replaced. During the rv lead procedure, the right atrial (ra) lead became dislodged and was capped and replaced. No patient complications have been reported as a result of this event.